Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated an alarm for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on site and nozzle units from the o2 and air fresh gas modules as well as the nozzle unit from the reflector gas module were replaced and returned for investigation. The nozzle unit is part of the gas modules that regulates the inspiratory oxygen gas flow to the patient. An evaluation of the logs confirms the reported event. The nozzle units were simulated use tested in gas modules in a reference anesthesia workstation. The reported high pressure alarm was not reproduced, nor were any other alarms or faults found. Pm is performed every 5000 hours of operation or at least once a year. The nozzle unit has a predetermined lifetime and is replaced at the extended pm every second year (24 months interval). It is possible that any of the replaced nozzle units contributed to the reported issue but without having been able to reproduce the reported issue, we are not able to determine the true cause of the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer's ref #:(B)(4).